Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced both hypoglycemia and hyperglycemia. The customer¿s blood glucose was 45 mg/dl and 400 mg/dl. The customer stated that they were having some issues. They were trying to do a correction. The customer waited for 2 hrs and got the same message more than once. It would say enter blood glucose several times and it was not coming fast enough for the ok. It kicked the customer out auto mode. The customer¿s blood glucose was 311 mg/dl. The corrections in the auto mode were not cutting it was either too much or two highs and it would send him to blood glucose 54 mg/dl. At one point the customer¿s blood glucose was 350 mg/dl and they entered the blood glucose in bolus and said no bolus needed. The customer entered the blood glucose and it said do you want to calibrate and the customer said no. The customer stated that they had issue with the insulin pump because it was not allowing them to get to the bolus to correct himself until the fourth time even though the insulin pump was telling him that they needed the correction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Active current measurement within specifications. However, device received with high sleep current measurement due to corroded battery tube. No unexpected insulin flow blocked alarm noted during testing. Basal rates delivered properly, and daily total functioned properly. Device received with cracked retainer and pillowing keypad overlay.